Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Mc1vr01-delsys; product event summary: the full delivery system was returned and analyzed. The analysis indicated that there was a mechanical problem with the flush tube of the delivery system. The lumen of the delivery system was damaged. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the delivery system (not obstructed). Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. The analyst noted that the full delivery system was returned with the device intact in the device cup. The outer shaft has is kinked/buckled at 4.5 centimeters (cm) from the distal end of the delivery system. The inner shaft is bent at 1.5 cm from the distal end of the recapture cone. The flush tube is disconnected from the hose barb on the inside of the handle. There is blood inside of the handle; fdm, fdr, fdc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys. Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 28-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the leadless implantable pulse generator (ipg) implant, contrast was used on the third placement of the device, however on the first two placements, the physician did not use contrast. Perforation and cardiac tamponade during placement of the leadless ipg occurred. Cardiopulmonary resuscitation (CPR) was initiated, and a code was called. Echocardiogram confirmed pericardial fluid build up. Pericardiocentesis was performed and approximately 350 milliliters of blood was removed from the pericardial sac. The patient was stabilized, and the leadless ipg system was removed. No further patient complications have been reported as a result of this event.